Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected to be the cause of the event. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.